Event description:
It was reported that there was unnecessary pacing on the right ventricular lead due to incorrect programming. The programming was updated to increase battery longevity. The device remains in use. No further patient complications have been observed as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.